Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, excessive thirst, nausea and vomiting. The reported blood glucose reading was 507 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump had no delivery alarms in the alarm history. The customer was unable to continue troubleshooting as her phone battery was running low. Nothing further was reported.